Event description:
It was reported that a bd¿ insyte autoguard had the needle retracted slowly customer¿s verbatim: ¿ have another needle that nurse indicated seemed to be slow to retract although it did retract and did not make the ¿click¿ noise when it retracted. Not sure if it is worth reporting.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8218943; the lot number was built on afa line 1 from 08aug18 thru 16aug18. Packaged on packaging line 9 from 10aug18 thru 15aug18 for a quantity of 443,210 units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusion: indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ insyte autoguard had the needle retracted slowly customer¿s verbatim: ¿ have another needle that nurse indicated seemed to be slow to retract although it did retract and did not make the ¿click¿ noise when it retracted. Not sure if it is worth reporting????¿